Event description:
It was reported that insulin leaked from the reservoir compartment. The blood glucose reading was 338 mg/dl. The customer stated that the reservoir was used. She also stated that the insulin was leaking from the bottom of the reservoir past the second o-ring. She noted that there was quite a bit of insulin poured out of the compartment within the insulin pump. She stated that there were no air bubbles observed in the reservoir and that she would like to return the reservoir for analysis. She reported that the insulin pump alarmed no delivery during the manual prime, and the alarm was resolved by a complete infusion set, reservoir and insulin change. She was unable to determine the cause of the issue. She was advised that a replacement reservoir would also be sent. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded nor leaks were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.